Event description:
It was reported that the right ventricular (rv) lead threshold gradually increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, electrical resistance and cross continuity test results were within specifications. No anomalies were found. Concomitant medical products: a3dr01, implantable pulse generator, 2012-(B)(4); 5086mri45, implantable pacing lead, 2012-(B)(6). (B)(4).